Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, pain') in a 31-year-old female patient who had essure (batch no. C03100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, abnormal uterine bleeding and menorrhagia. Previously administered products included for an unreported indication: clotrimazole. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), migraine ("migraines/ headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (robotically-assisted vaginal hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and vaginal discharge had not resolved and the migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient had sought treatment for her symptoms. Right: 1 coils, left: 4 coils. Lot number: c03100, expiration date: dec-2016. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received. Reporter information, patient's demographics, medical history, essure lot number, expiry date and removal date added. Reporter causality added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain, pain'). In a 31-year-old female patient who had essure (batch no. C03100), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: rash, abnormal uterine bleeding and menorrhagia. Previously administered products, included for an unreported indication: clotrimazole. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), migraine ("migraines/headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (robotically-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and vaginal discharge had not resolved. And the migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient had sought treatment for her symptoms. Right: 1 coils, left: 4 coils. Lot number#: c03100, production date 2013-12-11, expiration date 2016-12-31. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jan-2022, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), migraine ("migraines/ headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (esssure removal). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and vaginal discharge had not resolved and the migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient had sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: migraines/ headaches, abnormal bleeding, autoimmune disorder, hypersensitivity symptoms were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.